Event description:
The account stated that the architect c8000 analyzer has generated discrepant sodium (na) and chloride (cl) results on a fifth patient sample who has been diagnosed with small cell lung cancer and vitamin b12 deficiency.. On patient #5, the initial na result was 123 and the retest result was 136. The initial cl result was 113 and the retest result was 103. The units of measurements are mmol/l. There was no adverse impact to patient management reported.

Manufacturer narrative:
(B)(4): specific cause of discrepant results could not be determined. The issues may have been caused by the ict module and/or intermittent ict reference solution fluidics issues that were addressed by the fsr replacing the ict probe, ict reference check valve, 1 ml syringe, ict valve tubing and the ict module. The customer also noted that the ict module connect tubing was slightly discolored; beige rather than clear. Syringes appeared normal with no leaks and the remaining inspection was normal. On (B)(6) 2010, the customer experienced error 5619 ict offset adjustment error for sodium (na). The returned logs did not include ict data between (B)(6) 2010. On (B)(6) 2010, abbott field service representative (fsr) addressed the issue by replacing the ict probe, ict reference check valve, 1 ml syringe, ict valve tubing and the ict module. The fsr investigation result comments indicate the ict valve tubing was clogged or obstructed and the ict module was replaced as a hard failure. A review of complaint and trending data did not identify an ict module product issue or adverse trend associated with discrepant ict results. The current rate for the architect c8000 erratic occurrences/million tests and complaints/million tests are below the internal rate documented at launch for the architect c8000. Labeling in the architect system operations manual and ict sample diluent package insert are adequate with regard to removing, installing and testing requirements for the ict module and troubleshooting the customers issue. Based on the available information a specific cause of the erratic na and chloride (cl) results and/or iref read fluctuations and/or error 5619 experienced by the customer could not be determined. The issues may have been caused by the ict module and/or intermittent ict reference solution fluidics issues that were addressed by the fsr replacing the ict probe, ict reference check valve, 1 ml syringe, ict valve tubing and the ict module.